Event description:
The patient was wearing the pod on the arm for between 37 to 48 hours when skin irritation at the pod application site was reported by the patient's parents. The site was described as red, irritated, slightly swollen, and itchy while the pod was in use. Blood glucose levels were reported to be elevated up to 340 mg/dl. Medical attention was sought on (B)(6) 2026, and a prescription ointment (crisaborole) was provided and applied. The pod was worn during medical attention and was subsequently removed. A new pod was applied successfully. No hospitalization or emergency department visit was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.